Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Upon removal of the sensor on (B)(6) 2019 the patient found a lump at the insertion site, which was tender and sore. On (B)(6) 2019, she went to urgent care because of the lump and continued tenderness. She had an x-ray which did not show any abnormality. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.